Event description:
This spontaneous report was received on (B)(6) 2010 from a reporter and concerns a female consumer (age unspecified) from the united states. On an unspecified date, the consumer used unspecified o.b. Tampons and reported that some of the strings came off. No additional information was provided. This report had no adverse event and the action taken with the device was unknown. No samples were received for evaluation. Due to the unavailability of the sample, it is not possible to evaluate the particular alleged defect. A lot number was not provided; therefore the device history record could not be reviewed and the lot trending could not be performed. The data for this complaint category has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless additional significant information is received.